Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary left l5-s1 spinal root decompression. 28 days later the patient presented with "planar fascitis". The investigator noted the event as moderate in intensity. The physician did not prescribe treatment for the condition. The condition was reported as continuing without treatment when the patient was last seen in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible cause for the event. In 6/99 the patient presented with "recurrent lower back pain and recurrent leg pain" with the onset following an attempt to get off the toilet. The investigator noted the event as mild in intensity. The physician prescribed an MRI that showed no anomalies. Physical therapy was prescribed and the condition was reported as continuing with treatment when the patient was last seen for the condition in 2000. A follow-up MRI was performed 12 days prior that showed a new herniation at l4-l5 at the level above the surgery. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted illness being treated as a possible cause for the event.